Event description:
During proservice, beckman coulter customer technical support (cts) observed a retic background running high at 25,533 ranges and contacted the customer. The customer reported approximately five (5) milliliters of clear fluid leaked within the instrument during system startup involving coulter lh 750 hematology analyzer. The customer noted the fluid leak was in the area of the shear valves. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) noted the diff and retic sample lines were normal. The fse replaced the sample lines as a preventative measure. The retic backgrounds failed due to a small hole in the sheath tubing. The fse replaced the tubing connecting to the ports on the side of the flowcell and resolved the issue. The fse cleaned the fluid leaked around the flow cell and realigned the flowcell. The instrument conformed to the manufacturer's published performance specifications. (B)(4).